Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was seen in clinic on (B)(6) 2016 reporting power switching events. Vad coordinator noted 3 power disconnect alarms on monitor. Log files sent in for analysis. Controller power ports assessed and determined to be intact. Log file analysis showed that the battery experienced 3 power disconnect alarms and per clinical engineering it should be removed from service. Battery was taken out of service and replaced. It was stated that there were no effect on patient. No additional information available.

Manufacturer narrative:
The reported premature switching events were confirmed on the returned controller. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple premature switching events triggered by bat304148. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Additionally, a power disconnect alarm was triggered by bat304148 on 06/04/2016 at 09:51:21. This power disconnect alarm was most likely triggered by a communication anomaly. Analysis revealed that the device passed visual examination and functional testing.  The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.